Event description:
The customer reported dim segments on their display. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported dim segments on their display. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting with the customer over the phone and confirmed 8100 display board dim segment technical support- display board: 1. Informed customer this is due to the display board. 2. Customer elects to send in unit under warranty for repair. 3. Transferred to repair team for further assistance. 4. Ended call. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4 display segments. Serial number was not provided therefore a review of the device history record cannot be performed. No product returned.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported dim segments on their display. It was reported there was no patient involvement.